Manufacturer narrative:
Manufactured october 28, 2016 ¿ october 29, 2016. One actual folfusor unit was received at the plant for evaluation. Visual inspection on the folfusor unit via the naked eye noted fluid inside the bag that contained the unit. When the unit was removed from the bag, the cause of fluid inside the bag was visually identified to be untightened blue winged luer cap. A functional leak test was performed with no signs of leak at the blue winged luer cap. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor leaked after filling. There was no patient involvement. No additional information is available.